Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue with the piston rod not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2015 with the following findings: there was no activity related to the observed issue in the pump's black box or pump histories. The rewind, load cartridge, and prime steps performed successfully with no alarms or unusual noises. Unrelated to the initial allegation, the display screen was dim and discolored.